Event description:
It was reported that an alert was generated for an out-of-range pacing impedance measurement greater than 3000 ohms for this left ventricular (lv) lead. Additionally, the presenting electrogram showed noise on the lv channel. The lead remains in service and further review was recommended. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.